Manufacturer narrative:
Findings: pump was received with detached end cap. Unable to perform functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test or excessive no delivery test due to detached end cap. Drive support disk was inspected and no anomaly was noted. Pump was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window and partially broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 39 mg/dl at the time of the incident. The customer experienced symptoms such as unresponsiveness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed. The customer was hospitalized for possible diabetic ketoacidosis. The customer's in law reported that the end cap pops open and insulin squirts out. The caller pushed back the end cap and continued to use the pump. The insulin pump will be returned for analysis.